Event description:
It was reported that during implant attempt, there was high impedance noted during multiple attempted placements. The lead was withdrawn and the physician noted that the screw mechanism was slow to deploy and retract. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted that the helix/lobe is distorted/bent, there is blood in/on the helix/lobe mechanism and the stylet is bent. Damaged at implant.